Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. No lot number was provided. Since only two pk papyrus 2.5/15 lots were delivered to the hospital prior to the reported event date, the production documentation of those two lots was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as no device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in the distal rca. The cover on the stent was damaged and it could not get through the sheath, so it was not used. Another stent was implanted. After additional correspondence with the local staff it was clarified that the affected pk papyrus was damaged going into the co-pilot valve. No lot number was reported.

Manufacturer narrative:
No lot number was provided. Since only two pk papyrus 2.5/15 lots were delivered to the hospital prior to the reported event date, the production documentation of those two lots was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review, no manufacturing related root cause could be identified. The treating physician rated the outcome as no device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.